Manufacturer narrative:
(B)(4). Current packaging states the following: warning! Extremely flammable caution, see instructions for use. The packaging artwork is in the process of being updated to include the red diamond flame symbol. Instructions for use state the following: warnings: danger! Highly flammable! Cavilon no sting barrier film is highly flammable until it has completely dried on the skin. Cavilon no sting barrier film should only be applied when no ignition sources or heat-producing devices are in use. Avoid using around flames. Use in a well ventilated area.

Event description:
Customer reported she applied 3346 cavilon no sting barrier film spray to a cut in her genital area and rubbed it in with her hand. She reportedly lit a cigarette and her hand ignited in flames. She was reportedly transported to the hospital via ambulance. She allegedly experienced a 2nd degree burn to her palm and a 3rd degree burn to the top portion of her hand. She was reportedly treated for pain with IV and im dilaudid while in the emergency room. She was now using oral dilaudid and silvadene cream for treatment and further follow up has been scheduled.